Event description:
The pt experienced seizures in the past when she was unable to control her implantable neurostimulator (ins). There was no current problem with her ins or seizures; the report was an event in the past. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).